Manufacturer narrative:
(B)(4).evaluation:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.two retained samples from the same lot were evaluated. A visual inspection and functional testing were performed. The device was connected to a viaflo bag and was primed and loaded into a pump. No malfunctions or abnormalities were identified during the evaluation of the retained samples. The sample was not available for evaluation; however, a photograph was provided by the customer. The photograph identified air bubbles within the tubing. The cause of the air could not be determined without further evaluation of the sample.

Event description:
It was reported that a flogard solution administration set had air bubbles inside of the tubing. The set was loaded into a baxter pump that was programmed to infuse total parenteral nutrition at 75 ml/hr. During the infusion the air bubbles were observed to be downstream from channel a of the baxter pump. The customer noted that the pump did not alarm. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.